Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported by the customer that the secondary infusion did not infuse could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model # 11448964 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd secondary administration set did not infuse. The following information was provided by the initial reporter: there were a couple times where the secondary infusion did not infuse.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd secondary administration set did not infuse. The following information was provided by the initial reporter: there were a couple times where the secondary infusion did not infuse.